Event description:
It was reported that a customer experienced a connection issue with a minicap transfer set. The nurse stated that the transfer set did not fit well together with a non-baxter adapter. This occurred during the change of the transfer set for peritoneal dialysis therapy. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.